Event description:
It was reported during a persistent atrial fibrillation ablation procedure, the pt developed a stroke. The physician used a cool path catheter to apply rf ablation to isolate the pulmonary veins. The catheter was used with an ibi generator with a power setting of 25 watts on posterior wall and 30 watts on the anterior wall, maximum temp of 44 degrees celsius and irrigation of 17 ml/min. The physician replaced the catheter for a more flexible non-sjm catheter. The procedure was completed with the non-sjm catheter and the ibi generator set with the same power parameters and increased the irrigation to 22 ml/min due to a temperature increase. Upon completion of the procedure, there was difficulty waking up the pt and the pt was unable to feel the right side of the body. A scan was performed and a cerebrovascular accident was confirmed. No further complications were reported.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records is not possible as the lot number is unk. The root cause classification is anticipated procedural complications as cva is a known complication as noted in the IFU.